Event description:
Prior to silicone implant placement, perfect health. Complications starting 2 weeks after silicone breast implants. Black discharge from left nipple 2 weeks after silicone implant, stopped after 4 weeks. Multiple infections turning septic requiring 100 + hospitalizations starting 6 weeks after silicone implants (on going). Unexplained bruises usually on thigh on going. Extreme weakness on going. Chronic fatigue on going. Severe pain in bones, joints, and muscles on going. Tingling through left side of body, (face, neck, arm, breast, leg) on going. Numbness in a total limb or half of body, numb hands, numb fingers, numb lips on going. Shortness of breath, progressively becoming worse, effort to breathe requiring 8 hospitalizations on going. Loss of memory on going. Profuse sweating on going. Depression on going. Blurred vision left eye going. Shooting, stabbing severe chronic pain in different parts of body on going. Severe back, shoulder flank pain requiring 100 + hospitalizations on going. Loss of balance resulting in numerous falls on going. Dizziness on going. Loss of depth perception, constantly bump into things, trip, fall down on going. Severe muscle spasms and body cramps, including major organs requiring 100 + hospitalizations on going. Multiple formation of kidney stones requiring 11 surgeries. Last surgery (B)(6) 2008. Inability to concentrate on going. High blood pressure ongoing. Severe muscle cramps, on going. Uncontrollable twitching or jerking in my left arm and head, like little electrical switches are turning off and on, on going. Inability to urinate turns to incontinence on going. Migraines requiring 10 hospitalizations on going.